Event description:
On february 17, 1999, pt presented with a locked knee. Arthroscopic surgery revealed a broken fragment of the central peg of the articular surface. Fragment was removed. In 1999, the articular surface was removed and replaced.